Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left circumflex artery. A 15mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon pinhole ruptured upon first inflation at 3 atmospheres for several seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No complications were reported.